Event description:
It was reported that during reprocessing, the subject flex video scope device gave no image. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, d9, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the alleged device problem could not be reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.